Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: suspected.specific component(s) involved: other component malfunction, specifyadditional text:other component: clinical symptoms.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.